Event description:
Event occurred in brazil - per distributor, event reported by hospital directly to anvisa in brazil damaged haptic before implantation; breakage of the distal haptic patient impact: no patient involvement.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred outside of the USA. The report includes corrected and additional information not available/included in the initial report. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.:(B)(6); model: pc-60r). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Sovh-60-02). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil - per distributor, event reported by hospital directly to anvisa in brazil damaged haptic before implantation; breakage of the distal haptic patient impact: no patient involvement.